Event description:
A report was received that a female pt developed inflammation with swelling, inflamed skin, blistering with firmness in arm following implantation with op-1 implant and calstrux to treat radial shaft nonunion. The graft moved into "subcutaneous location." The pt was hospitalized and underwent surgery to remove the graft. Symptoms cleared following removal of the graft. (B)(4).